Manufacturer narrative:
(B)(4). Technical support advised the customer that the device could be fixed with a calibration or new gde. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high fraction of inspired oxygen alarms on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.